Manufacturer narrative:
This is the final report.

Event description:
A report was received that, during a lead revision procedure, the physician relocated the pt's pocket site to a more comfortable location. The pt is reportedly doing well after the procedure.